Event description:
The pt was implanted with a smooth saline mammary prosthesis on 7/23/1997. Subsequently, the pt experienced capsular contracture and breast pain. The device was removed on 8/5/1998.